Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. This event was reported based on drra, as such no additional questions could be asked as no follow-up contact information is available. In addition, no correlation can be drawn between the ethicon device use and the postoperative patient complication; therefore, it cannot be ascertained. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: abdominal procedure with ultra veress needle and 1,200 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, bleeding. This is for ethicon endopath* ultraveress needle.